Manufacturer narrative:
Should additional information become available, a supplemental record will be filed. There is no malfunction associated with the injury allegation, as it was reported that the r51lxp was damaged from being hit by a car and was never repaired. The end user continued to use the damaged chair. User¿s manual review- (1106645 rev. I, page 27) note: every six months or as necessary take your wheelchair to a qualified technician for a thorough inspection and servicing. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair.

Event description:
R51lxp was in a motor vehicle accident (unrelated to product) and damaged the wheelchair and especially the joystick. The nursing home put a ¿gauze like bandage¿ on the joystick to try to hold it together after the car accident. User alleged that the chair drove differently after the car accident and was not as easy to operate. The joystick was not repaired. On (B)(6) 2013, user alleges that the unrepaired chair veered to the right and she fell off the sidewalk. She was wearing her seat positioning strap and remained restrained in the chair after it tipped to the right. Plaintiff testified that she had driven too close to the curb of the sidewalk and drove off the curb¿something that she admitted to do before. This incident allegedly caused a fractured right arm.